Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked. Customer alleged the touchscreen may have become cracked due to a sudden temperature change (-40 f to 72 f). Customer's blood glucose was 150 mg/dl. Reportedly, the customer reverted to manual injections as alternate insulin therapy.